Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, "hospital spd reported a mallet had failed. Mallet was retrieved and per was started."